Event description:
It was reported that during a cardia cancer procedure, the device was stuck on the pt tissue after firing. The dr cut the tissue off and changed to hand sewing to finish the case. There was no pt consequence.